Manufacturer narrative:
B2: other - patient experienced partial paralysis. D4: it was unknown either lot#w763511 or lot#w792361 with device (B)(6) has malfunctioned. G4: please note that this device (B)(6) is not marketed in the united states; however, it is similar to the united states marketed device 8530000 with UDI# (B)(4), 510k# k050082. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. It was reported that, when gripping the plate with the plate holder, the plate was not engaged in the groove of the holder. It was pressed onto the vertebral arch when the plate was placed, so the holder came off. As a result patient had slight paralysis. It was possible that the groove was not properly inserted when the plate was gripped with the holder. Procedure/technique performed was cervical laminoplasty and levels implanted were c4-c6. There was no time delay in procedure reported, and procedure or technique performed was cervical laminoplasty. Surgeon stated that regarding the cause of the paralysis, it was not possible to determine whether it was damaged prior to the surgery or whether the plate fell and caused the damage. The patient's postoperative course is unknown. No additional treatment or surgery performed. No further complications reported.